Manufacturer narrative:
The device has been retained by the end-user facility and will not be returned to conmed corporation for evaluation. On completion of the quality engineering evaluation a supplemental report will be filed. This is being reported due to a sentinel event reported on medwatch 1320894-2013-00015. Device retained by hospital.

Manufacturer narrative:
Detachatip multi-use instruments are provided in a variety of shaft configurations: scissors, graspers, dissectors, and various handle configurations. The suspect device is a multi-use laparoscopic long fenestrated grasper intended to grasp tissue in a variety of endoscopic procedures. Device history record and assembly level lot history record pertaining to cat# 3-1012, lot# 1312101 was found to be complete and in compliance. The review of these manufacturing documents has verified that the devices were produced according to current and approved procedures and material specifications. The device was not returned to conmed for evaluation; however, photos of the device were provided confirming the complaint. The photograph showed that one of the jaws was completely detached from the device. The location of the break was at the cam slot in the jaw tail piece where cross sectional area (material thickness) is the smallest. The break appeared to be a brittle fracture. The jaws will normally bend as intended under excessive force during use, but not break. If overstressed to the point of breaking, a ductile fracture is expected to be exhibited. It is unknown how many surgical uses and sterilization cycles this instrument has been placed through. The IFU, instructions for use, states that "detachatip laparoscopic instruments have been validated for thirty (30) steam sterilization cycles. The useful lifespan of a surgical instrument is largely dependent on the care and handling of the instrument. For optimal life, protect the detachatip instruments from contact with other instruments during cleaning and re-sterilization." Final determination of the device lifetime is at the discretion of the operator. Thus, device damage during the cleaning and handling could be a possible cause for this complaint, as well as the device may be beyond its useful life span. The device in question was manufactured prior to the corrective actions taken by the vendor of the device component in question; therefore, further corrective action is not warranted at the present time. The date of this report was reported improperly on the initial submission of this medwatch and the corrected date is reflected in this report. Device retained by end-user facility.

Event description:
It was reported, "blunt tip "bullet" grasper broke while being used during a case with dr (B)(6) on (B)(6) 2014. Product was retained and provided to (B)(6) to view but not take." It was also reported that there was no patient injury, and, broken piece was retrieved and removed without issue.